Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 12-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that top drawer was stuck, and when tried to access the back panel the left key won¿t turn to open the panel. A field service engineer (fse) diagnosed drawer 2.1 not opening due to a sensor stuck on open, verified in hardware test application with pharmacist present that the sensor reset when closed, found the half height matrix not unlatching due to a damaged sensor and block which were replaced, and resolved excessive latch force by replacing the solenoid and adjusting the latch block. Tested in hardware test application and application successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the top drawer did not open and key jammed. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.